Event description:
The customer reported to customer service that the power supply for her breast pump sparked and then started on fire the first time trying the pump. An injury was not reported.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. Multiple attempts were made to contact the customer by phone and e-mail to get additional complaint information and to follow up on product return, but all were unsuccessful. During the period of (B)(6) 2011, three attempts were made by phone and a voice mail was left for the customer during each attempt. On (B)(6) 2011, a second phone call was answered by an individual who indicated that the customer was in (B)(6) with a sick grandmother and would be unavailable for a few days. When a phone attempt was made on (B)(6) 2011, it was discovered that the phone number was disconnected. Between the period of (B)(6) 2011, two e-mails were sent. When an e-mail attempt was made on (B)(6) 2011, the message was returned as undeliverable - "this user does not have a (B)(6) account"). As a final attempt to contact the customer, a letter was sent to the customer on (B)(6) 2011. As of the date of this report, contact with the customer has not been made and the pump has not been received for testing/analysis. Based on the fact that testing and analysis could not be conducted, the issue cannot be confirmed and the cause of the event cannot be determined and a conclusion cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Will monitor complaints for similar issues.